Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had dislodged, it was noted that the patient experienced twiddlers syndrome. The lead was explanted and replaced. No additional information was available.

Event description:
New information states that the patient was stable prior during and after the procedure.